Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level over 240 mg/dl. Reportedly, the user's bg level was below 240 mg/dl at the time of the report and declined troubleshooting the bg level with tandem's technical support (cts). The user programmed the bolus setting and the auto off alert with cts.